Event description:
It was reported that shaft break occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected for use. However, during preparation/prior to sedation, it was noted that there was a fracture on the catheter of the balloon so it was unusable. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected for use. However, during preparation/prior to sedation, it was noted that there was a fracture on the catheter of the balloon so it was unusable. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.